Event description:
While a caregiver was transferring a pt with a sit and stand lift, one of the straps of the sling utilized for the transfer ruptured, causing the pt to land roughly on the bed. No serious injuries were sustained.

Manufacturer narrative:
Several pictures of the device and the sling were received for investigation. No investigation of the lift was performed as it did not fail to meet its specifications, and is not at cause in this present case. The incident occurred with a sling that is not recognized by the MFR. The operating manual is specific in regards to the sling utilization with the medi-ssl-plus: "only use medi-ssl plus harnesses which are expressly designed for the system. The MFR disclaims any and all responsibility for improper use employing any other sling or harness." In order to prevent this situation from recurring, the MFR strongly recommends that the customer abide by the operating manual guidelines.